Event description:
Meter was reading inaccurately low while attempting to test. The customer received a reading of 0 mg/dl and was not experiencing any symptoms of low blood sugar. This reading is considered erroneous on its face since an individual is expected to have altered consciousness. The pt did not have the check strip or control solution to perform troubleshooting. The technique used was correct and the test strips were in good condition. The meter was replaced for the pt.